Event description:
Pt was implanted with prodisc-c on an unk date. Pt complained of neck pain. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt was revised with a fusion with acf bone and vectra plate construct.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.